Event description:
It was reported that two episodes of non-sustained oversensing due to low amplitude noise from the right ventricular (rv) lead resulted in pacing inhibition. The patient is pacemaker dependent, but did not suffer any adverse consequences or symptoms as a result of the pacing inhibition. The patient will present at a follow up to assess the rv lead integrity and to determine if further action is needed.